Event description:
It was reported that after inserting the intra-aortic balloon (iab) blood was noticed in the helium tubing several inches from the insertion site. This same issue occurred with two other replacement iabs. A fourth iab was inserted without issue. The customer believed they had seen tears on each of the first three iabs after removal. They believed they may have been doing something wrong considering they do not insert iabs often. The steps of insertion were reviewed and they confirmed they had followed the steps properly. It was then revealed that the patient had expired while in the operating room, but it was unrelated to the iab. It was noted that the iab had only been inserted as a precaution. It was reported that there was difficulty for the patient in coming off pump prior to expiring. Upon follow up, the customer disclosed that the first three iabs did not have tears. They felt that it looked like tears but likely the folds of the membrane covered in blood after removal. This report is for second iab in this event. A separate report for the 1st iab was submitted under mfg report number 2248146-2023-00051. The 3rd iab in the event was reported under mgf report number 2248146-2023-00054.

Manufacturer narrative:
Updated field(s): device available for eval? Type of investigation. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) blood was noticed in the helium tubing several inches from the insertion site. This same issue occurred with two other replacement iabs. A fourth iab was inserted without issue. The customer believed they had seen tears on each of the first three iabs after removal. They believed they may have been doing something wrong considering they do not insert iabs often. The steps of insertion were reviewed and they confirmed they had followed the steps properly. It was then revealed that the patient had expired while in the operating room, but it was unrelated to the iab. It was noted that the iab had only been inserted as a precaution. It was reported that there was difficulty for the patient in coming off pump prior to expiring. Upon follow up, the customer disclosed that the first three iabs did not have tears. They felt that it looked like tears but likely the folds of the membrane covered in blood after removal. This report is for the second iab in this event. A separate report for the first iab has been submitted under mfg report number 2248146-2023-00051. An additional report will be submitted for the third iab in this event.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).